Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of an error 4 and discrepant inr results with coaguchek xs meter serial number (B)(4). The patient was able to resolve the error 4 with a new vial of test strips. At 9:51 a.m. The meter result was 7.8 inr and at 9:55 a.m. The meter result was 5.0 inr. The patient's warfarin dose was decreased based on the difference between meter results. The patients therapeutic range is 2.0-3.0 inr and tests weekly. The patient currently has a dull backache and diarrhea, other than that feels fine.